Event description:
New information received states that the an externalized conductors were observed via fluoroscopy.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change-out due to normal eri. Prior to the procedure the clinic had been made aware of a previously documented externalized conductor and the physician planned to extract the lead during the generator replacement going into the procedure. The electrical function of the lead was observed and tested and no anomalies were detected. The lead was extracted and replaced during the procedure without adverse event. The procedure concluded successfully with the patient having remained stable before, during, and afterwards.

Manufacturer narrative:
A partial lead measuring 51 cm was returned for analysis in two pieces. Internal insulation abrasion was noted at 6.5 cm to 8.1 cm from the distal tip. The etfe coating was abraded at this region. Internal insulation abrasions were noted at 12.4 cm - 13.5 cm, 15.0 cm - 15.8 cm and 27.3 cm - 28.4 cm. The etfe coating was intact at these locations. Other damages found on these two pieces were consistent with procedural damages.